Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 7 months after the dental implant and abutment were placed in ada site 30 in the mouth, the implant had not integrated in type ii bone. Clinician reports mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reports 7 months after the dental implant and abutment were placed in ada site 30 in the mouth, the implant had not integrated in type ii bone. Clinician reports mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).